Event description:
An endeavor sprint rx drug eluting stent was implanted in the prox lad, a second endeavor drug eluting stent was also implanted in treatment of a complication / dissection (after stent implantation to cover target lesion). At the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow ups the patient was asymptomatic / free of symptoms. Approximately 2 years and 9 months post the index procedure the patient experienced a spontaneous hematuria bleed. The investigator has indicated the event was not related to the study stent or procedure.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).